Event description:
A male with history of hypertension and diabetes as well as peritonitis and open surgery for cholecstitis (on dialysis), underwent aaa repair in 2008. One main body and two iliac leg grafts were placed. The patient had minor calcification of the distal abdominal aorta at the bifurcation into the common iliac arteries. The procedure went as labeled. Confirmatory angiography revealed improper dilation of the right iliac leg graft. Pta was performed and another manufacturer's stent was placed. Final angiogram confirmed the improvement of the dilation of the graft. Patient is fine.

Manufacturer narrative:
Event evaluation still under investigation.